Event description:
Home pt had system error alarm 2240 on homechoice machine. Reportedly, a supply bag became disconnected and the home pt reconnected the supply bag and attempted to continue treatment. Baxter's technical service center assisted the pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.